Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after removing the cap, the needle hub of 3 bd interlink¿ blunt plastic cannulas were found damaged and warped before use. The following information was provided by the initial reporter: "cannula poorly threads when attaching to syringe. Upon removal of cap, blunt end is cracked/warped. Noted x3 in bedside cart."

Manufacturer narrative:
Investigation: three (3) samples and one (1) photo were provided by the customer for investigation. One (1) sample was shielded but not in the blister pack with the other two (2) samples being returned in unopened blister packs. All three (3) samples were examined using 10x magnification. One (1) sample was found to have a bent blunt plastic cannula. No non-conformances were observed on the other two (2) returned samples. The photo provided by the customer shows a blunt plastic cannula which is bent. An investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that after removing the cap, the needle hub of 3 bd interlink¿ blunt plastic cannulas were found damaged and warped before use. The following information was provided by the initial reporter: "cannula poorl threads when attaching to syringe. Upon removal of cap, blunt end is cracked/warped. Noted x3 in bedside cart."